Manufacturer narrative:
This complaint has been reviewed and based on the information available at the time of this evaluation, it has been determined that the event is not reportable to any regulatory authorities. There are no reports of patient harm, injury, or medical intervention associated with this notification. Furthermore, there is no evidence to suggest that the device malfunctioned in a manner that could lead to death or serious injury should the issue recur. Therefore, this complaint is considered non-reportable to regulatory agencies. Additionally, the device was returned to the third-party service, no repairs were able to be completed. The device was subsequently scrapped and replaced. A final report is being submitted. If any additional information is received, a supplemental report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.